Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed that the error "erbe c-32" was confirmed via logs. However, the issue cannot be replicated. The iesu weas tested on the system, all operations successful via all ports. The iesu will be returned to the original equipment manufacturer. The probable root cause is attributed to the defective generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-32 occurred. The site power cycled the erbe, but the issue persisted. Reportedly the procedure was being completed as planned, but how the issue was resolved was not specified. There were no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed using the original generator. The probable root cause of the errors may be attributed to faulty communication between the instruments and the generator leading to interruption in energy activation.

Event description:
Refer to h11 for follow-up information.